Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. Both cylinders passed the microscope examination and leakage test. The tenacio pump was microscopically inspected, leak and functionally tested. The tenacio pump passed the microscope examination and leakage test. Functional test revealed that the tenacio pump failed the deflation test. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation. Upon analysis of the retuned component, it was noted that the tenacio pump failed deflation test. There were no patient complications reported.